Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems: cervical and thoracic: the has two leads (from the same lot) implanted as part of his scs system. It was reported the patient was unable to feel stimulation. Follow-up information revealed the sjm representative met with the patient and diagnostic testing revealed the patient's cervical system reflects high impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. X-rays are to be ordered. The patient is to meet with the sjm representative and the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the sjm representative met with the patient and the x-rays were inconclusive. Therefore, another x-ray was ordered. In addition, another impedance check resulted in high impedances and the patient continues to be unable to feel stimulation.